Manufacturer narrative:
Concomitant medical devices: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) regarding a (B)(6) male patient who was receiving hydromorphone 70mcg/ml at 19.013 mcg/day via an implantable pump for non-malignant pain and degenerative disc disease. On (B)(6) 2015 during a routine refill, the patient's event logs were checked. A motor stall at 01:57 with recovery at 02:03 was noted on (B)(6) 2015. Another stall at 03:49 with recovery at 04:15 was noted again on (B)(6) 2015. The patient had not recently had a MRI. The patient was in bed on both occasions. No patient symptoms were reported. Additional information has been requested regarding the cause of the event, troubleshooting and actions/interventions taken to resolve the event, but it was not available at the time of this report. If additional information becomes available, a follow-up report will be submitted.